Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue. The pump also alarmed power loss and low battery alarms due to resistance issue. After disconnecting and reconnecting the internal battery connector on the, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that the insulin pump received power error and customer had low blood glucose level. The customer's blood glucose was 30 mg/dl then it went to 300 mg/dl. The insulin pump will be returned for analysis.